Event description:
The account alleged the head section is raised and the bed has no function. There was no reported injury.

Manufacturer narrative:
The account alleged the power cord had bed pinched and the bed was not getting power. No further info is available on the repair of the bed at this time.